Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Per photo provided, it confirms the tip of the device fractured off. The photo does not show the broken piece. A product analysis could not be performed at this time since the device has not been returned. A medical investigation was conducted and confirms one photo of the device was provided for review and confirms the broken device. Per report all the pieces were retrieved from the patient with no patient injuries reported. The procedure was completed using a backup device. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during the procedure, the product broke and twisted inside the patient because of the bad bone quality occurrence. All pieces were recovered. The procedure was finished with a s&n back-up. The patient was not harmed.